Event description:
A remstar pro c-flex+ device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician also noted dust contamination as well as error code 53: (err_comp_log_sem_timeout) were present. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
This follow-up emdr was created to correct the due date entry of the report which is 01/27/2026. The previous entry in emdr 1189013 of 02/27/2026 was incorrect.